Manufacturer narrative:
Concomitant medical products: arctic front advance cardiac cryoablation catheter medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿durability of cryoballoon left atrial appendage isolation: acute and invasive remapping electrophysiological findings.¿ pace - pacing and clinical electrophysiology. 2019; doi:10.1111/pace.13690. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during the use of a cryoballoon ablation catheter system: there was one (1) patient who suffered a stroke within three weeks of the procedure; ¿despite oral anti-coagulation.¿ there was one (1) patient who developed phrenic nerve palsy (pnp); which had not recovered at the time of publication. One (1) patient¿s procedure was complicated by a groin hematoma, which was treated ¿conservatively.¿ the status/location of the cryoballoon catheter system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.